Event description:
It was reported that the tandem mobi pump battery would not charge, despite using the correct charging equipment and following troubleshooting steps. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using secondary charging supplies.